Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10 h.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe was defective.the following information was provided by the initial reporter: material no. Unknown batch no. Unknownit was reported that one syringe was defective.event description per email states:solicited call from pt reporting that one of the 4 syringes sent last shipment was defective. No further info was reported. Lot number and exp date unk. Unk if pt experienced an adverse event due to the defective product. Unk if pt has the product on-hand. Reported to (B)(6) by pr/caregiver.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(4), USA has been used as a default. The initial reporter also notified the FDA on 8 april, 2020. Medwatch report # mw5093893 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe was defective. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that one syringe was defective. Event description per email states: solicited call from pt reporting that one of the 4 syringes sent last shipment was defective. No further info was reported. Lot number and exp date unk. Unk if pt experienced an adverse event due to the defective product. Unk if pt has the product on-hand. Reported to (B)(6) by pr/caregiver.